Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a leak was confirmed. A leak test was performed on the unit by filling the reservoir with colored water. A leak was subsequently observed at the weld area of the volume indicator and port located inside the housing. These two components are joined using ultrasonic welding the root cause was determined to be a manufacturing defect due to an improper weld. Equipment checks were performed every two hours to ensure equipment is working as intended. In (B)(6) 2012, the equipment used to weld these two components was changed and it is expected to improve the welding of the components and mitigate the occurrence of leaks. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.

Manufacturer narrative:
(B)(4). Additional narrative: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
Baxter sample investigation personnel reported an infusor with a leak at the welded area of the volume indicator and port. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available at this time.